Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test alarms noted during testing or in the pump trace download. Pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had alarmed for replace battery now and hardware low level failures. Customer's blood glucose was unknown at time of incident. Customer performed self test and failed also had alarm for hardware low level failures. Insulin pump will be replace and not to be return for analysis.